Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a tibia nail hardware removal on (B)(6) 2015 where the nail was identified as a synthes device. Surgeon had reported that the removal was due to knee pain and possible total knee later on. Date of original implant is unknown. There was no surgical delay reported. Patient status is good and surgery was completed successfully with no need for medical intervention. Patient was not revised with anything at this time and all hardware was removed. Information regarding initial injury and surgery are not available. This report is 2 of 3 for (B)(4).